Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed the lens with no pt injury and inserted another model lens.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows half of the lens and both haptics are torn off and missing. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.